Event description:
It was reported via the watchman patient call center that a patient experienced stroke symptoms and the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted on (B)(6) 2023. The patient's wife reported that the patient had a follow up transesophageal echocardiography (tee) on (B)(6) 2023 that showed a 4mm leak. Another follow up tee was completed 4 months later, and the patient was told that there was no longer a leak and to go off the eliquis medication. The patient was reported to have had stroke symptoms (B)(6) 2024 and hospitalized for six (6) days. The patient's wife stated that it was unknown where the clot came from. The patient had follow-up tee (B)(6) 2024 that showed there was a 4mm leak. Patient addressed leak to their cardiac electrophysiologist (ep) and ep stated that the leak was within acceptable margins of less than 5mm and the implant was successful. No further information was provided.